Event description:
It was reported the pt was no longer receiving stimulation. It was assumed the extension was fractured. As a result, the pt's extension was explanted and replaced with a lead. The doctor also elected to explant and replace the ipg. Stimulation and coverage were regained post-op and the pt is doing well.

Manufacturer narrative:
Eval results: as received, the adapter lead was cut and the cut was consistent with the explant procedure. Visual inspection of the lead segment and adapter header revealed no broken wires. Continuity testing of the lead segment and adapter revealed no anomalies. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.